Event description:
It was reported that after an inflation, the pta balloon was unable to be retracted through a 6fr sheath. The sheath was exchanged for an 8fr and the balloon was able to be retracted. There was no reported patient injury.

Manufacturer narrative:
The device history records have been reviewed with special attention to the raw materials, the manufacturing process, and the quality control testing. The lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number for this failure mode. The device was returned. The investigation is confirmed for retraction difficulty, as the balloon was returned within the introducer sheath and the distal end of the introducer sheath was damaged; however, the definitive root cause could not be determined based upon available information. It is unknown if patient and/or procedural issues contributed to the reported event.